Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a radio frequency shot 3 weeks prior to the report on the right side near their implantable neurostimulator (ins). The patient had severe pain down the side of their right leg and around the stimulator. It was painful inside and outside to the touch. It hurt the patient to wear pants in that area. These symptoms started in (B)(6) 2015 and the onset of these symptoms was noted to be sudden. The patient talked to their doctor and their doctor wanted them to have shots on the left side before they addressed the pain on the right side. The patient's oral pain medication was not helping their pain. The patient was indicated for spinal pain and cervical and neck. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.